Event description:
Asma a, ulusaloglu ac, howard jj, rogers kj, miller f, shrader mw. Does the addition of intrathecal baclofen along with or after soft-tissue hip adductor surgery decrease the need for hip reconstruction compared with soft-tissue surgery alone for children with nonambulatory cerebral palsy? Indian j orthop. 2022;56(12):2176-2181. Doi:10.1007/s43465-022-00762-w. Summary: intrathecal baclofen (itb) is a well-known treatment option for cerebral palsy (cp) spasticity. The combination of soft-tissue release and itb for spasticity is common. This study compared patients who had soft-tissue release before itb (pre-itb), soft-tissue release at the same time as itb (st-itb), and no itb (non-itb) but had soft-tissue release at a similar age as pre-itb. Reported events: infections requiring surgical intervention were reported. All infections were localized to the spine incision.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath lot#: unknown, product type catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.